Event description:
It was reported that the pump screen became frozen and would not respond to customer input, indicating an issue with touchscreen responsiveness. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the issue resolved itself and customer continued using pump for insulin therapy.